Manufacturer narrative:
Additional information will be submitted within thirty days upon receipt.

Event description:
Patient called in and reported that he experienced multiple strokes (up to four episodes), one year after implantation of a cypher stent. A catscan done almost four years later revealed a blood clot in the left side of the brain.